Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding aligns with the observed condition of the side rail (the photographic evidence provided confirmed that the side rail was detached) and reports indicating that the bed was damaged by the patient. Although the nurses were unsure of the exact circumstances, they suggested that the incident may have occurred either when the patient attempted to get off the bed or leaned on the side rail. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14) "caregiver should always aid patient in exiting the bed." Moreover, the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail detachment.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the side rail is broken. The arjo service technician inspected the bed and found that the side rail detached from the frame, both upper arms (parts of the side rail assembly) were disconnected. The bed was in use by the patient. No injuries were sustained.